Event description:
It was reported that a pt underwent an obturator sling procedure in 2008. About 3 days later, the pt saw the surgeon for severe thigh pain and the surgeon prescribed antibiotics. At about 5 days later, the pt was admitted to the hosp and the tape was removed by another surgeon. The urologic surgeon that removed the tape also removed a lot of necrosed tissue as low as the calves. No further info is available at this time.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished good release criteria.